Event description:
It was observed that during the device evaluation, the subject device had exposed internal elements and adhesive peeling of the objective lens and also adhesive was removed from forceps lever. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.